Event description:
Event occurred while treating trauma patient in picu. Dr. Inserted icp monitoring bolt in patient skull. When icp monitoring catheter was connected into icp monitor, the dr. Could not mechanically zero the catheter. The zero calibration adjustment screw on the side of the catheter connector was frozen in place and the plastic adjustment screwdriver could not turn the zero calibration screw. This caused the screwdriver to bend and become ineffective. The dr. Requested another catheter and the dr. Was able to quickly zero and insert the catheter into the patient. The defective catheter was sequestered and sent to biomedical for evaluation and reporting. Dr. Reported no adverse patient event aside from significant delay in placing the icp catheter. Manufacturer response for catheter, intracranial pressure monitoring, camino icp per site reporter: awaiting manufacturer reply.